Manufacturer narrative:
A quality-safety evaluation was received on 09-aug-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced new onset chronic pelvic pain. A hysterectomy was performed and essure implants were removed. The event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, it was reported that she experienced this event following the essure procedure. Based on its nature and considering a compatible temporal relationship, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("new onset chronic pelvic pain \ pain"), pulmonary embolism ("other injury(ies) or complications please describe: pulmonary embolism") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure (batch no. 915888) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding. Concomitant products included alprazolam since 2016 and prenatal vitamins. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pulmonary embolism (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extremely long and heavy menstrual cycles"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), abdominal pain ("right abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/ anxiety"), anxiety ("psychological or psychiatric problems condition: depression/ anxiety"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), weight increased ("weight gain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pulmonary embolism, genital haemorrhage, dyspareunia, vaginal haemorrhage, depression, anxiety, migraine, headache, vaginal discharge, fatigue and weight increased outcome was unknown and the menorrhagia, dysmenorrhoea, urinary tract infection, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pulmonary embolism, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.365 kgs. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received: new events: urinary tract infection, vaginal haemorrhage, depression, anxiety, migraine, headache, vaginal discharge, fatigue, weight increased, pulmonary embolism, back pain, abdominal pain, device monitoring procedure not performed and concomitant disease, product lot number, reporter added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('new onset chronic pelvic pain \ pain'), pulmonary embolism ('other injury(ies) or complications please describe: pulmonary embolism') and genital haemorrhage ('abnormal bleeding') in a 35-year-old female patient who had essure (batch no. 915888) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included dysplasia and pap smear abnormal. Concurrent conditions included dysfunctional uterine bleeding and body mass index normal. Concomitant products included alprazolam since 2016 and ascorbic acid;biotin;minerals nos;nicotinic acid;retinol;tocopherol;vitamin b nos;vitamin d nos (prenatal vitamins). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced pulmonary embolism (seriousness criterion medically significant), 3 years 3 months after insertion and 22 days after removal of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extremely long and heavy menstrual cycles/heavy menses"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), abdominal pain ("right abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/ anxiety"), anxiety ("psychological or psychiatric problems condition: depression/ anxiety"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), back pain ("lower back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and menstruation irregular ("irregular menses") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pulmonary embolism, genital haemorrhage, dyspareunia, vaginal haemorrhage, depression, anxiety, migraine, headache, vaginal discharge, fatigue, weight increased, metrorrhagia and menstruation irregular outcome was unknown and the menorrhagia, dysmenorrhoea, urinary tract infection, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, pelvic pain, pulmonary embolism, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion date provided as (B)(6) 2013 (as par summon) plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia , metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: ppf received. New events metrorrhagia, irregular menses was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff of unspecified age in united states on 14-jul-2016. Plaintiff had essure (fallopian tube occlusion insert) implanted in (B)(6) 2013, as a permanent birth control option. Following the essure procedure, she began to experience extremely long and heavy menstrual cycles, new onset chronic pelvic pain and dyspareunia. Because of the complications associated with the essure device, she underwent surgery to remove the essure implants and a hysterectomy procedure on (B)(6) 2016. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced new onset chronic pelvic pain. A hysterectomy was performed and essure implants were removed. The event is listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, it was reported that she experienced this event following the essure procedure. Based on its nature and considering a compatible temporal relationship, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("new onset chronic pelvic pain \ pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extremely long and heavy menstrual cycles") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy procedure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-nov-2017: legal claim received: new event was reported: abnormal bleeding. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("new onset chronic pelvic pain \ pain"), pulmonary embolism ("other injury(ies) or complications please describe: pulmonary embolism") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure (batch no. 915888) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's concurrent conditions included dysfunctional uterine bleeding. Concomitant products included alprazolam since 2016 and prenatal vitamins. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pulmonary embolism (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extremely long and heavy menstrual cycles"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), abdominal pain ("right abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/ anxiety"), anxiety ("psychological or psychiatric problems condition: depression/ anxiety"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), weight increased ("weight gain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pulmonary embolism, genital haemorrhage, dyspareunia, vaginal haemorrhage, depression, anxiety, migraine, headache, vaginal discharge, fatigue and weight increased outcome was unknown and the menorrhagia, dysmenorrhoea, urinary tract infection, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pulmonary embolism, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.365 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("new onset chronic pelvic pain \ pain") and genital haemorrhage ("abnormal bleeding") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extremely long and heavy menstrual cycles"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Reporter information added. Essure indication and start date updated. New event dysmenorrhea was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.